Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer reverted to manual injections. Tandem technical support performed a system check on the pump and determined that the pump was functioning as intended. Customer changed the pump supplies and then continued using the pump for insulin therapy.